Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports she went to the emergency room due to blood in ileostomy pouch. She was seen by surgeon there and it was determined she had a cut on her stoma from using a wafer that was too small in size. Was using 413180 and was advised to go to wafer 413181, which she has done. Discussed proper sizing of stoma. When at the emergency room, blood drawn, but no other treatment given.